Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The customer reported that the sensor was reading was below 40 mg/dl when the blood glucose reading was 238 mg/dl. The customer reported calibrating more often to fix the issue. The customer started a new sensor and a calibration alert that occurred ten to fifteen minutes after the first calibration of the sensor. The blood glucose reading at that time was 92 mg/dl. A test plug procedure was run and showed that the transmitter was working properly. The customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed per specifications.